Manufacturer narrative:
From the photo provided, it seems to a "improper package sealing". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) investigation for reported lot number did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture, the complaint cannot be confirmed; however, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the (B)(4) alleges that during incoming inspection an improper package sealing was detected.